Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reports when opening an abbott diabetes care device it, "was kind of melted inside." There was no report of fire, smoke, explosion, or shock. There were no further details reported at the time of the call and it is unclear if the device was exposed to fire. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no damage was observed. Customer reported for "a sensor that was melted¿.data was extracted using approved software and extraction was successful. Sensor found to be in state 1 (storage state). The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor's pcba (printed circuit board assembly) and no issue was observed. Visual inspection was performed using a digital microscope on the returned sensor's pcba. However, no anomalies were observed. The initial scan data was reviewed.the sensor was found to be in state 1 (storage state). Source measurement unit (smu) test was executed to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. Current measurements were found to be within specification, confirming the absence of accuracy issues. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with electrical signal lines integral to the glucose reading process.thermistor test was performed. The results revealed that the temperature difference between the puck and the room was within the acceptable limits, confirming the proper functionality of the puck's thermistor. On and off current tests were performed to determine if a component on the pcba was drawing excess current from the battery and both results were within the required specification which indicated that there was no excess current draw from the battery. The returned sensor passed all testing, and no evidence of product malfunction was observed during the investigation. The returned sensor functioned as intended, and no evidence of smoke, fire, or shock was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reports when opening an abbott diabetes care device it, "was kind of melted inside." There was no report of fire, smoke, explosion, or shock. There were no further details reported at the time of the call and it is unclear if the device was exposed to fire. There was no report of death, serious injury, or mistreatment associated with this event.